Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) exactamix 1000 ml eva tpn bags leaked during the preparation of the nutrition. There was no patient involvement. No additional information is available.